Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci representative (amt) that a physician mentioned a patient who underwent a catheterization procedure where mynx was used for femoral artery closure following the procedure. The patient developed a pseudoaneurysm sometime following the procedure (timeframe unknown). It was not reported how the psa was detected however, the amt reported that the patient had to go to surgery to repair the pseudoaneurysm. No further information could be obtained.